Event description:
Paramedics responded to a person described as in cardiac arrest. The patient was countershocked 5 times. According to the reporter, approximately one minutes after the 5th countershock, the device displayed what appeared to be ventricular tachycardia. The patient was resuscitated.

Manufacturer narrative:
Proper maintanance of the device especially cleaning the slide interconnects, was reviewed with the rescue team by the ems supervisor.